Event description:
On (B) (6) 2009, the pt reported that he noticed yesterday both the up and down buttons of his infusion device were not responding. He stated that the issue was initially intermittent but the buttons are now completely unresponsive. He stated that the infusion device does not beep or vibrate when the buttons are pressed. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.